Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032869) on 13-jan-2014. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), abdominal pain ("stabbing severe and persistent abdominal pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5 (B)(6) 1993, (B)(6) 1995, (B)(6) 2000, (B)(6) 2010, (B)(6) 2012)). Concurrent conditions included abdominal operation since 17-oct-2013 and obesity. Concomitant products included medroxyprogesterone (depo provera) since 21-may-2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pain in extremity ("pain in her feet"). On (B)(6) 2012, 3 months 29 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion hospitalization), alopecia ("started to lose her hair") and anxiety ("anxiety / mental anguish"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced chest pain ("pain in chest"), arthralgia ("pain in hips"), emotional distress ("suffering"), headache ("headaches"), fatigue ("tiredness") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with lorazepam, surgery (she underwent hysterectomy for removal of essure device) and surgery (she underwent hysterectomy for removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, pain in extremity, chest pain, arthralgia, emotional distress, headache and mental disorder outcome was unknown, the abdominal pain and fatigue had resolved and the anxiety was resolving. The reporter provided no causality assessment for alopecia and genital haemorrhage with essure. The reporter considered abdominal pain, anxiety, arthralgia, chest pain, emotional distress, fatigue, headache, mental disorder, pain in extremity and pelvic pain to be related to essure. The reporter commented: she was not allergic to nickel or any other component of essure and denied experiencing a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. (B)(6) 2012: essure confirmation test with dye test . Quality-safety evaluation of ptc: we conducted a review of me manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. A review of similar ae case reports for the reported batch resulted in no unusual pattern identified. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: essure caused or aggravated any psychiatric and/or psychological condition was added as event; anxiety outcome was changed to recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032869) on (B)(6) 2014. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("stabbing severe and persistent abdominal pain"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no.(B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5 (((B)(6) 1993, (B)(6) 1995, (B)(6) 2000, (B)(6) 2010, (B)(6) 2012)). Concurrent conditions included abdominal operation since (B)(6) 2013 and obesity. Concomitant products included lorazepam in (B)(6) 2013 for anxiety and medroxyprogesterone (depo provera) on (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pain in extremity ("pain in her feet"). On (B)(6) 2012, 3 months 29 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion hospitalization), alopecia ("started to lose her hair") and anxiety ("anxiety / mental anguish"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced chest pain ("pain in chest"), arthralgia ("pain in hips"), emotional distress ("suffering"), headache ("headaches") and fatigue ("tiredness"). The patient was treated with surgery (she underwent hysterectomy for removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, anxiety and fatigue had resolved and the pelvic pain, genital haemorrhage, alopecia, pain in extremity, chest pain, arthralgia, emotional distress and headache outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, chest pain, emotional distress, fatigue, headache, pain in extremity and pelvic pain to be related to essure. The reporter provided no causality assessment for alopecia and genital haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). (B)(6) 2012: essure confirmation test with dye test. Quality-safety evaluation of ptc: we conducted a review of me manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. A review of similar ae case reports for the reported batch resulted in no unusual pattern identified. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 22-nov-2017: new reporters added. Patients demographics updated. Historical and concomitant conditions added. Concomitant drugs added. New events added.stabbing severe and persistent abdominal pain, pain in her feet, pain in chest, pain in hips, suffering, headaches and tiredness. Event clubbed: anxiety / mental anguish, pelvic pain/ pain."essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.